Event description:
It was reported that while stimulation was turned on the patient experienced intermittent stimulation following a fall about two months before the report. The details of the fall were unknown. It was noted that the leads were implanted in the cervical area. The patient was in the clinic at the time of the report. The patient's status was undetermined. It was noted that movement caused stimulation changes. When the patient moved her head, she had no stimulation sensation. It was also noted that impedance reading were low, <250ohms on combination with case or 0. Additional information did note that the patient left the doctor's office with some stimulation after reprogramming, but only when her head was in a certain position. The patient was going to be scheduled for a revision to fix the problem.

Manufacturer narrative:
(B) (4).